Manufacturer narrative:
Day after surgery field service specialist (fss) visited account and found no problems. The site was advised to lock the chair during intralase treatments. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported while creating the flap with intralase laser patient experienced loss of suction in right eye during raster pattern. Surgeon aborted and performed photorefractive keratectomy (prk) procedure. Then during left eye flap creation there was suction loss halfway through the procedure. Left eye was also aborted and prk was completed. Patient interfaces were not saved.

Manufacturer narrative:
Additional report source: user facility all pertinent information available to abbott medical optics has been submitted. Placeholder.